Event description:
Customer reported issues with the insulin pump. Customer states that there is a blank display. Customer states that the blood glucose reading is 186 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with blank display due to battery tube connector not plugged in properly. Unexpected restart alarm and battery out limit alarm were not verified due to blank display. The device had received with cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.